Event description:
Reporter indicated that hand held programming computer was "freezing all the time when he would try and interrogate a pt". Troubleshooting did not resolve the issue. The hand held has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.